Manufacturer narrative:
(B)(4). One companion sample was received in reference to the reported system error (se) 2240 alarm. The companion set was in its original packaging. The cassette was placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed in the lab. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A companion sample has been requested but not yet received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 6 of 7. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and explained the se 2240 alarm indicates air has entered the set up. The hp stated there were no obvious causes for the alarm. The tsr reviewed proper procedures per the user manual with the hp. On (B)(4) 2011, product surveillance spoke with the hp who stated that after starting over with new supplies no further issues occurred. The hp confirmed no adverse event resulted from this incident or medical intervention necessary. The hp confirmed this was an isolated event.